Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient had ongoing beeping which did not register as an event on the event log. A review of the log files noted no external power alarms while the patient was on battery power. Technical support recommended checking the batteries and battery clips for damage and cleaning them. If the event does not resolve, battery clips should be exchanged. Technical support noted that the beeps are most likely due to the battery clips and batteries losing contact for a brief time. No other unusual events were noted in the log files. The patient's battery clips were replaced the previous week with no resolution of alarms. Technical support recommended exchanging the patient's other clips. If the alarms continued, technical support recommended exchanging the patient's system controller. Replacement battery clips (two pairs) were to be sent to the patient. A replacement system controller was to be sent to the account. It was reported that the patient reported beeping occurring on both sets of clips and any of his 8 batteries. The patient had 2 beeping alarms while in the office. The first alarm was a low battery alarm but the patient's batteries had 5 bars. The second alarm was a connect power alarm but both power cables were connected to the power source at the time of the alarm. Log files were sent. The patient's clips were exchanged as recommended. The account exchanged the controller as the alarms did not resolve. The patient continued to have connect power alarms despite replacing the battery clips and the controller. The patient stated that the alarms happened on all 8 batteries. Log files were provided. A review of the new log file noted some intermittent indications of a weak connection between the batteries and battery clips which caused power cable disconnect alarms. Technical support recommended inspecting the battery terminals for integrity and numbering each battery and clip to isolate what equipment was causing the issue. The remainder of the log file was unremarkable. The alarms did not resolve with the controller exchange. The battery clips were not to be returned. All 8 of the patient's 14v batteries were replaced on 05feb2021 due to ongoing "connect power" alarms. The patient was asymptomatic. The patient was seen in office on 05feb2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events associated with power cable disconnect alarms and the no external power event were confirmed via the log files downloaded/submitted from the system controller (B)(6). The review of the submitted log files spanning combined 8 days ((B)(6) 2021, per time stamp). The events from (B)(6) 2021 occurred during lab testing of the returned system controller. Throughout the log files while connected to 14v battery power there are multiple atypical power cable disconnect alarms and low voltage alarms which were coincident with rsoc invalid faults on the white power cable. The white cable rsoc voltages decreased to ~0v during these events. The log file captured the no external power event between 20:15:32 and 20:15:39 on (B)(6) 2021, during which there were several no external power alarms, low power hazards and power cable disconnect alarms were active. This occurred also while the controller was connected to battery power. Provided power to the system during this event period. The no external power cleared when power to the system was restored at 20:15:39 on (B)(6) 2021 by reconnecting to battery power. Pump operation was not affected. The returned system controller (B)(6) underwent preliminary and functional testing and was able to support pump function for extended operation. The reported alarms were unable to be reproduced during the investigation. The root cause for the power cable disconnect and no external power alarms was not conclusively determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The hm3 system controller, serial number (B)(6), was shipped to the customer on 24jul2020. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ instructs the user on how to properly check the battery fuel gauge status and states the patient should not be connected to battery power while sleeping. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, no external power, and pump stop alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.